Event description:
Philips received a complaint on the v60 device reported by the customer stating that the device was plugged in and turned on but will not show anything on the screen only the amber light. The customer is requesting warranty on site service. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) discussed replacing the power management (pm) printed circuit board assembly (pcba), and then the central processing unit (cpu) pcba if the device does not power on. Provided parts ID for the pcba, power management (pm); pcba, cpu; liquid crystal display (lcd) assembly; and the overlay, power switch to resolve the reported problem.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.